Event description:
The caller alleged discrepant result when compared with the lab results reported as follows: date 2008; inratio 2.4 lab: (8.59); 13.8 (1.24). This is an adverse event and went to emergency.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2008; inratio 2.4; lab (8.59); mean 13.8; confident limits 8.1. Not within the confident limit. Rev. 2 the mean is beyond the confident limits. The product will be investigated. Rev. 2 section 8.3 if the time elapsed exceeds three hours there is a high possibility. The patient had a myocardial infraction after the EKG and was rushed to emergency. This is an adverse event.